Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician completed the transseptal puncture and inserted the was into the patient. While attempting to position the was in the laa of the patient the was had become kinked. The physician made the decision to cancel the procedure with no closure device implanted.

Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned. Inspection of the device revealed numerous kinks in the sheath. Microscopic examination revealed no other damage or defect. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician completed the transseptal puncture and inserted the was into the patient. While attempting to position the was in the laa of the patient the was had become kinked. The physician made the decision to cancel the procedure with no closure device implanted.